Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action- failure to detach, physician communication.

Event description:
It was originally reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. The capsule was still attached to the delivery system when removed from the patient. A small amount of tissue was in the suction chamber. A small mucosal tear was noticed. The handle/plunger broke. The healthcare provider confirmed that no intervention was needed for the mucosal tear. The patient was okay.